Event description:
It was reported that it took too long to recharge the neurostimulator. The pt noted that she changed so many days a week that her skin got hot and burns at the recharging site. Additional info was requested. See MFR report # 3004209178-2010-02521 for prior device issue.

Manufacturer narrative:
(B)(4).